Event description:
Boston scientific received information that this patient woke up in the middle of the night feeling clammy and bad with a pulse rate of 40. When he arrived to the emergency room, loss of right ventricular capture was noted. The patient's threshold measurements had increased, therefore pacing outputs were increased. A right ventricular lead revision has been scheduled.

Manufacturer narrative:
At this time the lead remains in service. Should additional information become available, this report will be udpated.